Manufacturer narrative:
Customer did not provide patient demographics such as date of birth, weight, ethnicity or race. 1 (one) patient sample was sent to beckman coulter for investigation. The patient sample was first tested neat for the hstni and accutni+3 assays. A normal hstni result was obtained confirming the customer's results. An elevated accutni+3 result was obtained. Interference testing, using different blockers, was then carried out. This interference testing did not allow to detect interference since none of the blockers used modified the signal. The access hstni reagent was not returned for evaluation. The cause of this incident cannot be determined with the available information. Beckman coulter internal identifier: (B)(4).

Event description:
A customer reported that they obtained unexpected low troponin I (access hstni) results for one patient sample on their dxi 800 access immunoassay system (serial number (B)(4)). The results did not align with results from two other methodologies. The patient was diagnosed with peri myocarditis and transferred to another hospital (unrelated to the low hstni results obtained). There was no report of an injury or illness to the patient attributable to the output from the device in this event.